Event description:
Patient in severe shock with necrotizing infection, also history of cardiomyopathy from chemotherapy. Decided to place pulmonary artery (pa) catheter. The fellow & intern exchanged central venous line (cvl) for 8.5 french (fr) introducer. Prior to exchange all 3 ports were cut and wired through remaining portion of cvl. Distal port of line was then lost intravascularly during the exchange. Patient had brief runs of ectopy and had to go to interventional radiology (ir) for retrieval.====================== health professional's impression======================changing line and lost access to catheter from cutting line instead of going through distal port of line. Catheter traveled to right ventricle (rv) and required retrieval.